Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that this bioprosthetic valve, implanted approximately six (6) years, was explanted and replaced with another edwards bioprosthetic valve model 7300tfx 27mm. Per follow up with the healthcare provider, it was learned that this device was explanted due to calcification. Preoperative diagnosis indicates," class 4 congestive heart failure secondary to severe structural deterioration of the bioprosthetic mitral valve, mitral valve gradient of 22 mmhg with pinpoint fixed orifice, status post valve replacement in 2006, coronary artery disease, pulmonary hypertension, pulmonary valve regurgitation, right ventricular failure/dysfunction, severe tricuspid valve regurgitation, severe right atrial dilatation, ascites, liver dysfunction secondary to heart disease as well as alcohol-related cirrhosis, severe copd secondary to lifelong cigarette smoking, obesity, hypertension."

Manufacturer narrative:
Additional manufacturer narrative: report of an explanted mitral valve due to calcification after an implant duration of approximately six (6) years. Per follow up with the healthcare provider it was learned that the valve is not available for return. Therefore, the reported calcification cannot be confirmed or evaluated. However, calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, it is likely that this patient medical history and disease stage ( multiple valve disease, copd, smoking, obesity, etc.) May have contributed to this event. There has been no information to suggest a device quality deficiency related to this event. No further action is required at this time, edwards will continue to review and monitor all events.